Manufacturer narrative:
Patient weight was not provided. (B)(4). Approximate age of device - 45 days. The device was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016 due to intracranial hemorrhage and sepsis. The pump was reported to be operating as expected and will not be returned for evaluation. No further information was provided.